Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset).

Event description:
Patient reported several issues with the breast implant and has contacted the gp. Doctor suspects an infection. Patient is experiencing pain and a skin rash. Patient will have further tests. The device remains implanted. Right side.